Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the boom covers. The system was verified and ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure and prior to ports placement, the customer called to report that they had knocked the back cover off of the patient side cart (psc) on a light, which resulted in pairing not being possible. The customer was not using a pairable table. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple boom faults. The site had disabled the boom prior to calling and had not performed a power cycle. The procedure was completing as planned with no reported injury.